Event description:
A (B)(6) old female pt contacted zoll customer support to report that the belt connector on the monitor was broken. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (broken belt connector) has been confirmed. As received, the belt connector was detached from the monitor case. When belt was connected, the monitor displayed service code 204. The cause of the problems was that the j1001 connector (belt connector) was not fully seated. The root cause of the disconnected connector cannot be positively identified but is likely excessive force placed on the belt connector. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.